Event description:
It was reported that this patient with this cardiac resynchronization therapy pacemaker (crt-p) underwent an atrial fibrillation (af) ablation procedure. Post procedure, pacing inhibition was exhibited, the longest duration being three seconds. Technical services (ts) was consulted and provided education on the device feature, defib detect circuitry which is active while the device is programmed in electrocautery mode. At this time, the cause for the reported pacing inhibition is unknown. At this time, this right ventricular (rv) lead remains in service and the plan is to continue with normal follow ups. No adverse patient effects were reported.